Event description:
During a routine home hemodialysis treatment, caregiver reported blood was leaking from the cartridge's heparin line. Treatment was stopped with no blood rinseback. Actual blood loss is unknown. The patient complained of being weak, dizzy and nauseated. Inpatient admission occurred for blood transfusion and strict monitoring of hemoglobin.

Manufacturer narrative:
The cartridge was not returned to the MFR. A review of the reported lot number found no other related cases. Total heparin line volume including access tee is 0.6 cc. The facility nurse notes that it is possible that the user did not clamp the heparin line of the cartridge. Post event, the patient's cartridge were exchanged to alternative cartridges designed without a heparin line for continued hemodialysis treatments. The user guide warns the user to secure caps and close clamps after priming of the cartridge prior and after each use to prevent blood loss or air entering the patient's lines.